Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient felt a shock (external shock) while standing in a puddle of water while at the gas station. The patient went to the emergency department and there was heat coming from the device. Today, there is a blister about the size of a quarter on top of the skin between the header and the device. All session today revealed there were no shocks and all parameters/measurements are within normal range. According to the trends, there was a change to coil impedances and sensing on the day of the incident. The device and lead remain in use. No further patient complications have been reported as a result of this event.